Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), pregnancy with contraceptive device ("delivery of a healthy baby / pregnancy (no complications)") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient (gravida 5, para 4) who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vomiting, back pain, nausea, vaginal delivery (4), adenomyosis, multigravida and parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, paratubal cyst and ovarian cyst. Concomitant products included hydrochlorothiazide and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding / menstruation issues") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, 2 years 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain") and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). At the time of the report, the pelvic pain, fatigue and genital haemorrhage had resolved and the menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anaemia, back pain and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anaemia, anxiety, back pain, depression, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported unintended pregnancy with premature delivery, extremely anemic. Baby weighted 4 pound 15 once. Discrepancy noted as per mr essure confirmation test(s) conducted: (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded; on (B)(6) 2017: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs received event " mental anguish" was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), pregnancy with contraceptive device ("delivery of a healthy baby / pregnancy (no complications)") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vomiting, back pain, nausea, vaginal delivery (4) and adenomyosis. Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, paratubal cyst and ovarian cyst. Concomitant products included hydrochlorothiazide and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced fatigue ("fatigue"). In january 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding / menstruation issues"). In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2013, 2 years 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced anaemia ("anemia"). In june 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain") and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). At the time of the report, the pelvic pain, fatigue and genital haemorrhage had resolved and the menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anaemia and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anaemia, back pain, depression, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported unintended pregnancy with premature delivery, extremely anemic. Baby weighted 4 pound 15 once. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-jun-2011: confirmed essure device was successfully occluded; on 30-mar-2017: unilateral occlusion. Most recent follow-up information incorporated above includes: on 9-apr-2018: plaintiff fact sheet and medical records received. Reporter added. Plaintiff¿s demographics, historical and concomitant condition added . Essure start date and indication updated and stop date and lot number added. New events abnormal bleeding (vaginal, menorrhagia), depression, fatigue, anemia, lower back pain and heavy bleeding were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vomiting, back pain, nausea, vaginal delivery (4), adenomyosis, multigravida and parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, paratubal cyst and ovarian cyst. Concomitant products included hydrochlorothiazide and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding / menstruation issues") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("delivery of a healthy baby / pregnancy (no complications)"), 2 years 2 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and genital haemorrhage had resolved and the menstrual disorder, pregnancy with contraceptive device, depression, anaemia, back pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anaemia, anxiety, back pain, depression, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported unintended pregnancy with premature delivery, extremely anemic. Baby weighted 4 pound 15 once. Discrepancy noted as per mr essure confirmation test(s) conducted:(B)(6) 2011. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result unknown; on (B)(6) 2011: results: confirmed essure device was successfully occluded; on (B)(6) 2017: results: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vomiting, back pain, nausea, vaginal delivery (4), adenomyosis, multigravida and parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, paratubal cyst and ovarian cyst. Concomitant products included hydrochlorothiazide and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding / menstruation issues") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("delivery of a healthy baby / pregnancy (no complications)"), 2 years 2 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and genital haemorrhage had resolved and the menstrual disorder, pregnancy with contraceptive device, depression, anaemia, back pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anaemia, anxiety, back pain, depression, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported unintended pregnancy with premature delivery, extremely anemic. Baby weighted 4 pound 15 once. Discrepancy noted as per mr essure confirmation test(s) conducted:(B)(6) 2011. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded; on (B)(6) 2017: results: unilateral occlusion; on (B)(6) 2011: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, menorrhagia, were updated as recovered. Rcc note added. Lab data added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain"), pregnancy with contraceptive device ("delivery of a healthy baby / pregnancy (no complications)") and genital haemorrhage ("heavy bleeding") in a 33-year-old female patient (gravida 5, para 4) who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vomiting, back pain, nausea, vaginal delivery (4), adenomyosis, multigravida and parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, paratubal cyst and ovarian cyst. Concomitant products included hydrochlorothiazide and medroxyprogesterone (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstrual bleeding / menstruation issues"). On (B)(6) 2013, 2 years 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain") and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). At the time of the report, the pelvic pain, fatigue and genital haemorrhage had resolved and the menstrual disorder, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anaemia and back pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anaemia, back pain, depression, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported unintended pregnancy with premature delivery, extremely anemic. Baby weighted 4 pound 15 once. Discrepancy noted as per mr essure confirmation test(s) conducted:(B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded; on (B)(6) 2017: unilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') in a 33-year-old female patient who had essure (batch no. 789031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vomiting, back pain, nausea, vaginal delivery (4), adenomyosis, multigravida and parity 4 ((B)(6) 2005, (B)(6) 2009, (B)(6) 2010, (B)(6) 2013). Previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding, paratubal cyst and ovarian cyst. Concomitant products included hydrochlorothiazide and medroxyprogesterone acetate (depo provera). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding / menstruation issues") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("delivery of a healthy baby / pregnancy (no complications)"), 2 years 2 months after insertion of essure. On (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anaemia ("anemia"). In (B)(6) 2016, the patient experienced depression ("depression"). On an unknown date, the patient experienced back pain ("lower back pain") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue and genital haemorrhage had resolved and the menstrual disorder, pregnancy with contraceptive device, depression, anaemia, back pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered anaemia, anxiety, back pain, depression, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff reported unintended pregnancy with premature delivery, extremely anemic. Baby weighted 4 pound 15 once. Discrepancy noted as per mr essure confirmation test(s) conducted:(B)(6) 2011. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: confirmed essure device was successfully occluded; on (B)(6) 2017: results: unilateral occlusion; on (B)(6) 2011: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: event outcome of vaginal hemorrhage, menorrhagia, were updated as recovered. Rcc note added. Lab data added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding") and pregnancy with contraceptive device ("delivery of a healthy baby"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a partial hysterectomy). At the time of the report, the pelvic pain had not resolved and the menstrual disorder and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.